Manufacturer narrative:
During initial examination of fiber a, it was noted that there was a crease in the blue tubing approximately 24 inches from the strain relief boot at the proximal end indicating that the fiber had an internal break. The location of the break point and type of break indicates that it is likely that the user bent the fiber beyond the minimum bend radius resulting in a break. It was also noted that the stainless steel sma connector had signs of pitting and rust stains, the connector had been removed from the fiber, and that there was charring of the heat shrink and fiber at the point where the connector is joined to the fiber. These symptoms indicate that the fiber was likely mishandled by the user during reprocessing. The rust stains and pitting on the stainless steel sma connector indicate that the user may have used an unapproved caustic cleaning agent during cleaning and reprocessing of the fiber. This could possibly lead to an adhesive failure which could likely lead to the occurrence of a recessed fiber core. Subsequent laser energy exposure further damages the connector as noted on fiber a. This most likely occurs when the documented procedures in the IFU are not followed correctly and unapproved cleaning agents are used. The fibers likely failed due to user mishandling during reprocessing. Incident occurred in (B)(6).

Event description:
The fiber was "bent".